Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
N/a.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) machine's power-on self-test was normal. After connecting the balloon and inflating it, the machine's pump stopped working and reported a system failure. After, the hospital no longer uses the device. There were no patients involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was an issue with the drive valve group and would need to be replaced. The customer chose not to repair the iabp.

Event description:
N/a.